Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Fse replaced dual string pot on universal surgical manipulator (usm) and set up joint (suj). An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such,

Event description:
It was reported that after a da vinci-assisted surgical procedure, customer encountered recoverable fault 23072. Customer tried restarting the system and was unable clear the error message. Technical support engineer (tse) suggested to move the set up joint (suj) and recover it. Customer was unable to resolve the issue. The procedure was completed with no reported injury.